Event description:
It was reported that occlusion alarms occurred. Customer resolved issue prior to calling tandem technical support (cts), no troubleshooting could be performed. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 300-400 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.